Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date, (B)(6) 2011, inratio: 1.4, lab: 4.0. Less than 15 minutes between meter test and lab draw.

Manufacturer narrative:
Investigation pending.